Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the device had difficulties in inflating and ¿advancing balloon down grocer¿, the balloon was lubricated. No patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe and insufflation bulb were received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered and the dissector balloon was inflated, no leaks detected, the balloon deflated properly. The trocar balloon was inflated, no leaks detected, the balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.